Manufacturer narrative:
This case was initially received via regulatory authority (asnm, reference number: (B)(4) ) on (B)(6)2017. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ haemorrhagic menstrula periods with clotted blood"), tachycardia ("tachycardia"), vulvovaginal mycotic infection ("vaginal fungal infections"), dyspareunia ("dyspareunia") and endometrial hypertrophy ("frank endometrial hypertrophy") in a 50-year-old female patient who had essure (batch no. 927082) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and inguinal hernia repair. On (B)(6)2012, the patient had essure inserted. In (B)(6), the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia (seriousness criteria hospitalization, medically significant and intervention required), headache ("headaches"), dizziness ("dizziness / dizzy spells"), arthralgia ("joint pain") and myalgia ("muscle pain in lower limbs"). On an unknown date, the patient was found to have blood chromium increased ("there was cobalt and chrome in her blood") and blood cobalt increased ("there was cobalt and chrome in her blood"), 1 month after insertion of essure. On an unknown date, the patient experienced back pain ("lower back pain/ back pain extending to nape of neck"), stress ("the patient was stressed"), depression ("acute depression"), allergy to metals ("because of nickel, there was moderate reaction / allergy to nickel") with erythema, oedema, blister and pruritus, pruritus ("pruritus"), migraine ("migraines"), vision blurred ("blurred vision"), disturbance in attention ("lack of concentration"), tachycardia (seriousness criterion medically significant), urinary tract infection ("urinary tract infections"), fungal infection ("fungal infections"), fatigue ("constant fatigue / intense chronic fatigue"), nausea ("nausea"), muscular weakness ("weakness in legs"), emotional distress ("I am still suffering"), iron deficiency anaemia ("iron-deficiency anaemia"), palpitations ("palpitations"), cystitis ("cystitis"), vulvovaginal mycotic infection (seriousness criterion medically significant), dyspareunia (seriousness criterion medically significant) and endometrial hypertrophy (seriousness criterion medically significant), was found to have fibroma ("suspected fibroma") and experienced hot flush. The patient was treated with surgery (endometrial ablation using a resectoron (B)(6)2016 and hysterectomy with one-piece/bilateral salpingectomy on laparoscopy). Essure was removed on (B)(6)2016. In (B)(6), the pelvic pain, abdominal pain, arthralgia, back pain and myalgia had resolved. At the time of the report, the menorrhagia, stress, depression, allergy to metals, blood chromium increased, blood cobalt increased, pruritus, migraine, vision blurred, disturbance in attention, tachycardia, urinary tract infection, fungal infection, fatigue, nausea, muscular weakness, emotional distress, fibroma, iron deficiency anaemia, palpitations, cystitis, vulvovaginal mycotic infection, dyspareunia and endometrial hypertrophy outcome was unknown and the headache and dizziness was resolving. The reporter provided no causality assessment for allergy to metals, blood chromium increased, blood cobalt increased, depression and stress with essure. The reporter considered abdominal pain, arthralgia, back pain, cystitis, disturbance in attention, dizziness, dyspareunia, emotional distress, endometrial hypertrophy, fatigue, fibroma, fungal infection, headache, hot flush, iron deficiency anaemia, menorrhagia, migraine, muscular weakness, myalgia, nausea, palpitations, pelvic pain, pruritus, tachycardia, urinary tract infection, vision blurred and vulvovaginal mycotic infection to be related to essure. The reporter commented: essure was placed under general anestesia. Essure was removed due to patient's request and because it was medically necessary. Pathological anatomy examination: no signs of tubal inflammation - only peritoneal cytology found inflammation. Lymphocyte activation test: positive for silver and gold, negative for nickel, titanium and chrome. She consulted several specialists in ent, cardiology, gastro-enterology, neurology and ophthalmology, but all exams were negative. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: moderately positive. X-ray - in (B)(6)2012: results: abdominal plain film was normal. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: during a cluster reconciliation, and following confirmation from the local health authorities, bfr(B)(4)/ (B)(4) was identified as a duplicate of this case bfr(B)(4) / (B)(4) .all case information and source documents from bfr(B)(4)/ (B)(4) have been transferred to bfr(B)(4)/ (B)(4).information from patient via ha included: reporter and patient information was updated. Essure lot number 927082, expire date and manufactured date. Patient also experienced haemorrhagic menstrual periods with clotted blood , tachycardia with palpitations, back pain extending to nape of neck, muscle pain, migraines, blurred vision, visual disturbances, lack of concentration, urinary tract infections with cystitis, fungal infections/ vaginal fungal infections, constant fatigue / intense chronic fatigue, nausea, weakness in legs, was still suffering, iron-deficiency anaemia, hot flushes day and night, dyspareunia, nasal and sinus inflammation, allergy to nickel, frank endometrial hypertrophy, pain in legs and muscle contractions and suspected fibroma. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and pelvic pain ("pelvic pain") in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and inguinal hernia repair. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criteria hospitalization and intervention required), headache ("headaches"), dizziness ("dizziness / dizzy spells"), arthralgia ("joint pain") and myalgia ("muscle pain in lower limbs"). On an unknown date, the patient was found to have blood chromium ("there was cobalt and chrome in her blood") and blood cobalt increased ("there was cobalt and chrome in her blood"), 1 month after insertion of essure. On an unknown date, the patient experienced back pain ("lower back pain"), stress ("the patient was stressed"), depression ("acute depression") and allergy to metals ("because of nickel, there was moderate reaction") with erythema, oedema, blister and pruritus. The patient was treated with surgery (endometrial ablation using a resector in (B)(6) 2016 and hysterectomy with one-piece/bilateral salpingectomy on laparoscopy). Essure was removed on (B)(6) 2016. In 2017, the abdominal pain, pelvic pain, arthralgia, back pain and myalgia had resolved. At the time of the report, the menorrhagia, stress, depression, allergy to metals, blood chromium and blood cobalt increased outcome was unknown and the headache and dizziness was resolving. The reporter provided no causality assessment for allergy to metals, blood chromium, blood cobalt increased, depression and stress with essure. The reporter considered abdominal pain, arthralgia, back pain, dizziness, headache, menorrhagia, myalgia and pelvic pain to be related to essure. The reporter commented: essure was placed under general anesthesia. Essure was removed due to patient's request and because it was medically necessary. Pathological anatomy examination: no signs of tubal inflammation - only peritoneal cytology found inflammation. Lymphocyte activation test: positive for silver and gold, negative for nickel, titanium and chrome. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: moderately positive. X-ray - in (B)(6) 2012: results: abdominal plain film was normal. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-jan-2019: new reporter (lawyer), abdominal pain and joint pain stop dates were added. For the events ¿menorrhagia¿ and ¿pelvic pain¿ the seriousness criterion ¿hospitalization¿ was added. The essure devices were removed on (B)(6) 2016 (date updated). New events were added: the patient was stressed and did acute depression. Because of nickel, there was moderate reaction with erythematous and edema, some vesicules and pruritus. There was cobalt and chrome in her blood (1 month after insertion). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (asnm, reference number: (B)(4)) on 28-jan-2017. The most recent information was received on 20-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ haemorrhagic menstrual periods with clotted blood"), anaemia ("anemia"), tachycardia ("tachycardia"), vulvovaginal mycotic infection ("vaginal fungal infections"), dyspareunia ("dyspareunia") and endometrial hypertrophy ("frank endometrial hypertrophy") in a 50-year-old female patient who had essure (batch no. 927082) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, inguinal hernia repair, parity 2 and right inguinal hernia. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain (seriousness criteria hospitalization and intervention required), menorrhagia (seriousness criteria hospitalization, medically significant and intervention required), headache ("headaches"), dizziness ("dizziness / dizzy spells"), arthralgia ("joint pain") and myalgia ("muscle pain in lower limbs"). On an unknown date, the patient was found to have blood chromium increased ("there was cobalt and chrome in her blood") and blood cobalt increased ("there was cobalt and chrome in her blood"), 1 month after insertion of essure. On an unknown date, the patient experienced anaemia (seriousness criterion medically significant), back pain ("lower back pain/ back pain extending to neck"), stress ("the patient was stressed"), depression ("acute depression"), allergy to metals ("because of nickel, there was moderate reaction / chroma, cobalt and nickel allergy") with erythema, oedema, blister and pruritus, pruritus ("pruritus"), migraine ("migraines"), vision blurred ("blurred vision"), disturbance in attention ("lack of concentration"), tachycardia (seriousness criterion medically significant), urinary tract infection ("urinary tract infections"), fungal infection ("fungal infections"), fatigue ("constant fatigue / intense chronic fatigue"), nausea ("nausea"), muscular weakness ("weakness in legs"), emotional distress ("I am still suffering"), iron deficiency anaemia ("iron-deficiency anaemia"), palpitations ("palpitations"), cystitis ("cystitis"), vulvovaginal mycotic infection (seriousness criterion medically significant), hot flush ("hot flushes day and night"), dyspareunia (seriousness criterion medically significant) and endometrial hypertrophy (seriousness criterion medically significant) and was found to have fibroma ("suspected fibroma"). The patient was treated with surgery (endometrial ablation using a resectoron (B)(6) 2016 and hysterectomy with one-piece/bilateral salpingectomy on laparoscopy). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain, abdominal pain, arthralgia, back pain and myalgia had resolved. At the time of the report, the menorrhagia, anaemia, stress, depression, allergy to metals, blood chromium increased, blood cobalt increased, pruritus, migraine, vision blurred, disturbance in attention, tachycardia, urinary tract infection, fungal infection, fatigue, nausea, muscular weakness, emotional distress, fibroma, iron deficiency anaemia, palpitations, cystitis, vulvovaginal mycotic infection, hot flush, dyspareunia and endometrial hypertrophy outcome was unknown and the headache and dizziness was resolving. The reporter provided no causality assessment for allergy to metals, blood chromium increased, blood cobalt increased, depression and stress with essure. The reporter considered abdominal pain, anaemia, arthralgia, back pain, cystitis, disturbance in attention, dizziness, dyspareunia, emotional distress, endometrial hypertrophy, fatigue, fibroma, fungal infection, headache, hot flush, iron deficiency anaemia, menorrhagia, migraine, muscular weakness, myalgia, nausea, palpitations, pelvic pain, pruritus, tachycardia, urinary tract infection, vision blurred and vulvovaginal mycotic infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure was placed under general anestesia. After insertion there was 3 trailing coils on left and 3 trailing coils on right. Essure was removed due to patient's request and because it was medically necessary. Pathological anatomy examination: no signs of tubal inflammation - only peritoneal cytology found inflammation. Lymphocyte activation test: positive for silver and gold, negative for nickel, titanium and chrome. She consulted several specialists in ent, cardiology, gastro-enterology, neurology and ophthalmology, but all exams were negative. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: moderately positive. X-ray - in (B)(6) 2012: results: abdominal plain film was normal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (asnm, reference number: r1701821) on 28-jan-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ haemorrhagic menstrula periods with clotted blood"), anaemia ("anemia"), tachycardia ("tachycardia"), vulvovaginal mycotic infection ("vaginal fungal infections"), dyspareunia ("dyspareunia") and endometrial hypertrophy ("frank endometrial hypertrophy") in a 50-year-old female patient who had essure (batch no. 927082) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, inguinal hernia repair, parity 2 and right inguinal hernia. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain (seriousness criteria hospitalization and intervention required), menorrhagia (seriousness criteria hospitalization, medically significant and intervention required), headache ("headaches"), dizziness ("dizziness / dizzy spells"), arthralgia ("joint pain") and myalgia ("muscle pain in lower limbs"). On an unknown date, the patient was found to have blood chromium increased ("there was cobalt and chrome in her blood") and blood cobalt increased ("there was cobalt and chrome in her blood"), 1 month after insertion of essure. On an unknown date, the patient experienced anaemia (seriousness criterion medically significant), back pain ("lower back pain/ back pain extending to neck"), stress ("the patient was stressed"), depression ("acute depression"), allergy to metals ("because of nickel, there was moderate reaction / chroma, cobalt and nickel allergy") with erythema, oedema, blister and pruritus, pruritus ("pruritus"), migraine ("migraines"), vision blurred ("blurred vision"), disturbance in attention ("lack of concentration"), tachycardia (seriousness criterion medically significant), urinary tract infection ("urinary tract infections"), fungal infection ("fungal infections"), fatigue ("constant fatigue / intense chronic fatigue"), nausea ("nausea"), muscular weakness ("weakness in legs"), emotional distress ("I am still suffering"), iron deficiency anaemia ("iron-deficiency anaemia"), palpitations ("palpitations"), cystitis ("cystitis"), vulvovaginal mycotic infection (seriousness criterion medically significant), hot flush ("hot flushes day and night"), dyspareunia (seriousness criterion medically significant) and endometrial hypertrophy (seriousness criterion medically significant) and was found to have fibroma ("suspected fibroma"). The patient was treated with surgery (endometrial ablation using a resector on (B)(6) 2016 and hysterectomy with one-piece/bilateral salpingectomy on laparoscopy). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain, abdominal pain, arthralgia, back pain and myalgia had resolved. At the time of the report, the menorrhagia, anaemia, stress, depression, allergy to metals, blood chromium increased, blood cobalt increased, pruritus, migraine, vision blurred, disturbance in attention, tachycardia, urinary tract infection, fungal infection, fatigue, nausea, muscular weakness, emotional distress, fibroma, iron deficiency anaemia, palpitations, cystitis, vulvovaginal mycotic infection, hot flush, dyspareunia and endometrial hypertrophy outcome was unknown and the headache and dizziness was resolving. The reporter provided no causality assessment for allergy to metals, blood chromium increased, blood cobalt increased, depression and stress with essure. The reporter considered abdominal pain, anaemia, arthralgia, back pain, cystitis, disturbance in attention, dizziness, dyspareunia, emotional distress, endometrial hypertrophy, fatigue, fibroma, fungal infection, headache, hot flush, iron deficiency anaemia, menorrhagia, migraine, muscular weakness, myalgia, nausea, palpitations, pelvic pain, pruritus, tachycardia, urinary tract infection, vision blurred and vulvovaginal mycotic infection to be related to essure. The reporter commented: essure was placed under general anesthesia. After insertion there was 3 trailing coils on left and 3 trailing coils on right. Essure was removed due to patient's request and because it was medically necessary. Pathological anatomy examination: no signs of tubal inflammation - only peritoneal cytology found inflammation. Lymphocyte activation test: positive for silver and gold, negative for nickel, titanium and chrome. She consulted several specialists in ent, cardiology, gastro-enterology, neurology and ophthalmology, but all exams were negative. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: moderately positive. X-ray - in (B)(6) 2012: results: abdominal plain film was normal. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: patient¿s initials updated; medical history updated; insertion details provided; essure removal date was changed from (B)(6) 2016 to (B)(6) 2017; anemia was added as event and was treated with endometrium resection; because of nickel, there was moderate reaction was updated to because of nickel, there was moderate reaction / chroma, cobalt and nickel allergy. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of abdominal pain ("abdominal pain") and menorrhagia in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy and inguinal hernia repair. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), headache, dizziness ("dizziness / dizzy spells"), arthralgia ("joint pain"), pelvic pain and myalgia ("muscle pain in lower limbs"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with one-piece/bilateral salpingectomy on laparoscopy) and surgery (endometrial ablation using a resector in (B)(6) 2016). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain, back pain and myalgia had resolved. At the time of the report, the abdominal pain and arthralgia had resolved, the menorrhagia outcome was unknown and the headache and dizziness was resolving. The reporter considered abdominal pain, arthralgia, back pain, dizziness, headache, menorrhagia, myalgia and pelvic pain to be related to essure. The reporter commented: essure was placed under general anesthesia. Essure was removed due to patient's request and because it was medically necessary. Pathological anatomy examination: no signs of tubal inflammation - only peritoneal cytology found inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2012: abdominal plain film was normal. Allergy skin test: moderately positive. Lymphocyte activation test: positive for silver and gold, negative for nickel, titanium and chrome. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain: the analysis in the global safety database 1082 revealed cases. Menorrhagia: the analysis in the global safety database revealed 412 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: after internal review, a final report should be generated. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and started to experience abdominal pain after one year. Essure was removed via hysterectomy with one-piece/bilateral salpingectomy on laparoscopy. With follow-up information it was reported that the patient also suffered from menorrhagia one year after essure placement. This was treated with endometrial ablation using a resector. The abdominal pain had resolved at time of follow-up. Abdominal pain is serious due to required hospitalization and menorrhagia due to its medical significance. Both events are anticipated in the reference safety information for essure. Abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. Also after essure insertion, pelvic, back and uncharacterized pain may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, causality with essure cannot be totally excluded. Genital bleeding and menses pattern changes may occur after essure implantation. Regarding this fact, the compatible temporal relationship and in lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2012, the patient started essure. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), headache ("headaches"), dizziness ("dizziness") and arthralgia ("joint pain"). The patient was treated with surgery (removed essure via hysterectomy). Essure was withdrawn. At the time of the report, the abdominal pain, headache, dizziness and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, headache, dizziness and arthralgia with essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-feb-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and started to experience abdominal pain after one year. Essure was removed via hysterectomy. This event is anticipated in the reference safety information for essure. Abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In the present case patient's medical history and concurrent conditions were unknown. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, causality with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information has been requested.

Manufacturer narrative:
Menorrhagia ("menorrhagia"). The patient's past medical history included appendectomy and inguinal hernia repair. On (B)(6) 2012, the patient started essure. Menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("pelvic pain") (seriousness criterion clinically significant/intervention required) and myalgia ("muscle pain in lower limbs"). The patient was treated with surgery (hysterectomy with one-piece/bilateral salpingectomy on laparoscopy) and surgery (endometrial ablation using a resector in (B)(6) 2016). Essure was withdrawn. In 2017, the pelvic pain, back pain and myalgia had resolved. At the time of the report, the abdominal pain and arthralgia had resolved and the menorrhagia and first episode of dizziness outcome was unknown and the headache and second episode of dizziness was resolving. The reporter commented: essure was placed under general anesthesia. Essure was removed due to patient's request and because it was medically necessary. Pathological anatomy examination: no signs of tubal inflammation - only peritoneal cytology found inflammation . Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2012: x-ray result was abdominal plain film was normal. Allergy skin test: moderately positive. Lymphocyte activation test: positive for silver and gold, negative for nickel, titanium and chrome. Most recent follow-up information incorporated above includes: on 16-mar-2017: no response was received from reporter despite follow up attempts. Nca number (r1701821) provided. On 16-mar-2017: device removal questionnaire received (historical condition and events added) company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and started to experience abdominal pain after one year. Essure was removed via hysterectomy with one-piece/bilateral salpingectomy on laparoscopy. With follow-up information it was reported that the patient also suffered from menorrhagia one year after essure placement. This was treated with endometrial ablation using a resector. The abdominal pain had resolved at time of follow-up. Abdominal pain is serious due to required hospitalization and menorrhagia due to its medical significance. Both events are anticipated in the reference safety information for essure. Abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. Also after essure insertion, pelvic, back and uncharacterized pain may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, causality with essure cannot be totally excluded. Genital bleeding and menses pattern changes may occur after essure implantation. Regarding this fact, the compatible temporal relationship and in lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. No further information is expected.